Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Additional information was received on aug 29, 2017. The product was returned for investigation and the investigation results are available. DHR review: the quality records indicate that this component met all requirements to perform as intended. Event summary: patient had durom cup, implanted on (B)(6), 2007 and revised on (B)(6), 2015 due to unknown reasons. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - the returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. The surface of ldh head is scratched. On the inner surface of the head adapter surface changes due to fretting corrosion are visible. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. See surgical technique doc no. (B)(4) printed in USA. Root cause analysis according to the available information, the patient was revised due to unknown reasons. The retrievals exhibit lack of bone on growth on the porous coating of the durom acetabular component. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. Conclusion summary the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july2008 as referenced. The distribution of this product was ceased in the meanwhile. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Therefore, zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).